Event description:
It was reported that after the spaceoar vue placement procedure, the image review with radiation oncologist indicated venous uptake, around the 75% of the hydrogel was noted in the wrong location. There was no patient complications related to this event.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A DHR review was performed and there is no evidence of deviations or nonconformances in the manufacturing processes that could contribute to the complaint. A labeling review was review, the instructions for use (IFU) it mentions "under ultrasound guidance in the sagittal view, and with the needle tip at the prostate mid-gland, use a smooth, continuous injection technique to dispense the spaceoar vue hydrogel into the space between the prostate and rectal wall". A risk review was completed and confirmed that the events of "gel found in unintended site - nonvascular", were defined in the risk documentation. These events have been accounted during product risk analysis to support acceptable risk benefits for the product. Based on the information available the cause that contributed to the reported event unintended use error caused or contributed to event. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a150202 captures the reportable event of found in unintended site non-vascular.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a150202 captures the reportable event of found in unintended site non-vascular.

Event description:
It was reported that after the spaceoar vue placement procedure, the image review with radiation oncologist indicated venous uptake, around the 75% of the hydrogel was noted in the wrong location. There was no patient complications related to this event.